Manufacturer narrative:
No special thing was found from the device history records for this device and it successfully passed criteria of manufacturing and inspection. If the lumen of stent had been clogged according to patient's lesion status after deployment, it can be hard to remove it due to resistance. However, it is impossible to identify the exact root cause since device was not returned and it is hard to recreate the situation at the time of procedure. Occlusion in the lumen of the stent was not confirmed it is, however, also described on the user manual by this firm that it should be visually examined whether the stent is occluded and carefully remove it; if the stent cannot be easily withdrawn, do not remove the stent; do not allow excessive force to remove the stent as it may cause disconnect to the retrieval string. We will continuously monitor whether similar or same complaint occurs and if any further information is reported, we will send follow-up report. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
(B)(6) 2015 stent was implanted at mid-cbd stricture(diam 4mm length 4mm, 45mm from papilla). (B)(6) 2015 removal string was detached, on removal attempt. No harm was caused to the patient.